Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. The customer and distributor attempted to restart the pump, but the malfunction persisted, leading to the decision to return the device. No further information provided.